Event description:
I used renu with moisture loc contact lens solution from 12/20/05 - through 05/04/06. I was having problems with my right eye, so I went to the clinic to see a family dr. I was misdiagnosed as pink eye. I was told to come back the next day, when I did my dr noticed I t was not pink eyes. He immeidately told I had fungus keratitis and that, I would probably need corneal transplant. I did not have to have the surgery because the antibotic eye drops help. My right vision is impaired now, more than 50%